Manufacturer narrative:
A ge service representative performed an on site investigation and identified and provided a quote for a cable. No additional information is available.

Event description:
The customer reported that there was no image displayed on the monitors. No patient injury was reported.